Event description:
Sensitized to latex by the wearing of latex medical gloves from 1987-1995. Individual suffered from hives, wheezing, had dermatitis, runny eyes and nose, dizziness, and flu-like symptoms. Notified on 9/23/95 that individual was allergic to latex.